Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the returned sheath. The sheath failed leak and aspiration testing. Inspection of the hemostatic valves found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This malfunction was identified to be the cause of the allegations. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the sheath was leaking blood from the hemostatic valve. During a pulse field ablation (pfa) procedure a faradrive sheath was used. During mapping with an orion catheter blood began to continuously drip from the hemostatic valve. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath was leaking blood from the hemostatic valve. During a pulse field ablation (pfa) procedure a faradrive sheath was used. During mapping with an orion catheter blood began to continuously drip from the hemostatic valve. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.